Event description:
The patient underwent a needle localization in the radiology department. Owing to her obesity (aprox. 320 lbs), this procedure was technically difficult, however the wire appeared to be in good position relative to the mass. The patient was taken to the or suite. The approximate area of the wire was identified, and with minimal manipulation the wire came out of the breast. The hook portion of the wire was not on the segment of wire that came out. A generous biopsy and x-ray did niot confirm a foreign body. Multiple chest x-rays were perormed to identify the fragment of wire. In the patient's best interest, the case was stopped due to time and was rescheduled for 11/5/92. At this time the right breas5t was explored with radiologic guidance however no needle fragment was found. The patient was recovered and discharged with a follow-up mammogram in 6 weeksdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.